Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubie did not recover or acknowledge the cubie release. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section d a supplemental MDR was submitted to reflect the correct medical device brand name.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14138461 was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not recover. A field service engineer (fse) logged into the application and accessed the desktop. The hardware test application was launched, and both cubie pockets were removed. The cubies were reinserted, but cubie b1 was suspected to be faulty. The lid was manually popped to allow medication removal, which was then moved and loaded into a new cubie. The fse logged out and rebooted the pyxis system. After the reboot, the escort was able to successfully load the medications into the new location. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubie did not recover or acknowledge the cubie release. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.